Manufacturer narrative:
Manufacturing site: (B)(4). The sasuke double-lumen catheter was returned for evaluation. The outermost shaft tube was split into two pieces and the underlying core wire and the inner tube were exposed. Microscopic observation of torn ends of the shaft tube found that tearing occurred at the joint where the proximal shaft tube and the middle shaft tube were welded. The torn end showed stretching of the middle shaft tube that caused by applied tensile stress. There was crushing of the shaft tube on its distal part at approximately 19mm from the tip through the location of the marker. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with removal had most likely contributed to the observed tearing of the shaft tube of the reported sasuke catheter. With the distal part of the catheter being pressed by the concomitant kusabi balloon, resistance between kusabi and sasuke (especially around the marker) had increased so that the applied tensile stress would exceed the product design limit and cause the middle shaft tube to be stretched. Further applied tensile stress localized on the welded joint of the middle and proximal shaft tubes and torn the two tubes apart. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [precautions] this product must be manipulated while checking the product's motion under high-resolution x-ray fluoroscopy. In addition, if any resistance is felt during the manipulation of this product, interrupt the manipulation, and check the cause under high-resolution x-ray fluoroscopy. If it is judged that the cause of the resistance is due to damage of this product, carefully remove the product while paying attention to the product not to fracture using procedure such as surgical operation if needed; [precautions] be sure to remove this product after confirming this product is not fixed with the lesions or devices used in combination when removing this product; and, [malfunction and adverse effects] damage.

Event description:
It was reported that the shaft of an asahi sasuke double-lumen catheter broke during a pci to treat a 90% occlusion in the lad #6. To perform kissing balloon technique, this catheter was used to deliver a guide wire into the lcx. A non-asahi balloon catheter was used to exchange the guide wire and the sasuke catheter was removed. When kissing balloon, the guide wire placed in the lcx accidentally moved and its position was lost. The sasuke catheter was redelivered to reposition the lcx guide wire. The kusabi balloon was again used to remove the sasuke catheter when resistance was met with the balloon and the shaft of the sasuke catheter torn apart. A new sasuke catheter was used to resume the pci. The procedure was successfully completed with reestablished blood flow by stent deployment. The physician commented that the kusabi might caught the sasuke during removal. There were no adverse patient effects. The patient was discharged home the following day.